Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during a replacement surgery due to migration on (B)(6) 2023 [related manufacturer reference number:(B)(4) and (B)(4)], leads were unable to be explanted due to patient scar tissue and procedure was abandoned.